Manufacturer narrative:
(B)(4). Batch # 304a52. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30g device arrived with no apparent damaged and with a green reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: "squeeze the closing trigger until a click is heard. The instrument is in an intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. Squeeze the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Fire the instrument by pulling the firing trigger back completely against the closing trigger until a click is heard, signifying the staples are fully formed. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon tried to use the tx30g device to perform the distal transection at the sigmoid colon to remove a tumor during a low anterior resection case. Surgeon is a senior surgeon with many years of experience of using the tx30g device. The tissue was placed comfortably within the jaws of the device, and the device was then closed and fired. However, the two rows of staples were not formed and there was no evidence of the staples even being present in the staple housing. Surgeon then proceeded to use sutures instead to complete the distal transection. The procedure was delayed by 90-minutes and completed successfully. There were no patient consequences.